Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that when the level sensor was attached to the reservoir it would fail the thin wall test. The sensor was unable to appropriately detect when their was fluid present or not.

Manufacturer narrative:
The complaint was confirmed. Per the supplier evaluation, the sensor was tested and met all required specifications. There were no functional failures noted. It was determined that this is not a supplier issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced both level sensors as a precautionary measure. The unit operated to the manufacturer's specifications. The suspect part will be sent back to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the system displayed a continuous 'level sensor not attached' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.